Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The report of inaccuracies could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the patient also experienced an adverse event. The patient stated that the inaccuracy they experienced, caused them to have several hours of broken sleep and unnecessary sugar ingestion leaving them with little sugar for a real hypoglycemic event. The patient further stated that they felt horrendous. No additional patient or event information is available.